Event description:
A customer reported that there was a fluid leak of unknown volume from the lh750 instrument. The leak was contained within the instrument. The customer reported that there was a pressure leak causing differential pressure errors. No erroneous patient results were generated in connection with this event. In addition, no one came in contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the differential preserve restrictor line had disconnected from the differential mixing chamber. The restrictor line was replaced resolving the leak and error messages. (B)(4).